Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated that his blood glucose level was high all morning. Customer treated with two boluses and stated that they did not do anything. Customer looked at the insulin pump and stated the reservoir was not locked in place and it had spun around. Customer reported that the reservoir will lock in place but not well. The customer¿s blood glucose level was 285 mg/dl at the time of the incident. Customer was advised to change out the infusion set if he needs manual injections. Customer was advised to monitor his blood glucose levels until he is back to normal bg levels. The insulin pump will not be returned for analysis.